Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, when the knot was being tightened, the entire suture came out of the artery. The same issue occurred with the both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the impella procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.